Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she had no delivery alarm. Customer's blood glucose was 300 mg/dl. The customer reported they are unable to troubleshoot at time of call because they already changed set. The customer was advised to do a complete set change as soon as possible. Customer reported the alarm did not occur during manual prime. The customer request replacement for supplies being used and agreed to return the products for analysis.